Event description:
Complainant alleged that while during a procedure to surgically inplant a pace-maker inside the patient, an electrical surgical unit (esu) device was being used in an esu environment. Electrode pads were attached to the patient and this device self-charged energy. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.